Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was brought to the biomedical department with an error message displayed. Four days later the error message was not seen. Technical services explained the error and how it occurs, and how to clear the message. The epg remains in use. No patient complications have been reported as a result of this event.